Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator turns on and intermittently charges while plugged in. The device usage was not in clinical use. There was no report of harm or other patient impact. The device was removed from service for evaluation. A philips field service engineer (fse) evaluated the device and found the device switches off of alternating current (ac) power source when the ac plug was twisted. The fse determined the power cord was failing. The fse replaced the power cord and completed electrical safety testing to verify the device was properly charging on ac power. The device was operational and returned to service after repairs were completed. Per good faith effort (gfe) reply received on (B)(6) 2024, the defective part was discarded and not available for return. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.